Event description:
It was reported that the patient was experiencing pain and had some drainage at the ipg site. The patient will undergo a revision procedure. Additional information was received that the patient underwent a revision procedure wherein the physician simply disconnected the lead extensions from the ipg, dissected the extension from scar tissue, re-tunneled the extensions, sutured them down and re-seated them into the ipg. The patient was doing well postoperatively. Additional information was received that the patient underwent an ipg explant procedure. The explanted device will not be returned as it was discarded by the medical facility.

Event description:
It was reported that the patient was experiencing pain and had some drainage at the ipg site. The patient will undergo a revision procedure. Additional information was received that the patient underwent a revision procedure wherein the physician simply disconnected the lead extensions from the ipg, dissected the extension from scar tissue, re-tunneled the extensions, sutured them down and re-seated them into the ipg. The patient was doing well postoperatively.

Event description:
It was reported that following the patients previous revision the patient started having some issues above the newly placed generator. It was stated that the patient developed a cyst like material in a small area above the other incisions. Symptom of drainage and tenderness was also noted. The patient will undergo a revision procedure.